Manufacturer narrative:
One device was returned for analysis of complaint of faulty air detector. Review of event history found no relevant events logged. No applicable service history was found. Complaint of "air detector faulty" was confirmed with visual inspection and functional testing. Replaced air detector. Device passed all testing post repair.

Event description:
It was reported that air detector was found to be faulty. There was no patient involvement.